Manufacturer narrative:
A batch record review was also conducted and confirmed there were no deviations or nonconformance's during the manufacturing process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the patient/clinician. Additional training information will be provided to the end user.

Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no known patient ill effect. There is a sample available for evaluation.